Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was reported no impact to customer's blood glucose level.